Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = patient 1 and patient 3. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium (ca) and potassium (k) results for two patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range for ca is 8.7-10.2 mg/dl; for k is 3.5-5.1 mmol/l): patient 1 initial ca result was 4.8, repeat was 9.8 mg/dl patient 3 initial k result was 2.4, repeat was 4.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased calcium and potassium results on the architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found the cuvette washer overflowing. The fsr bleached the cuvette washer and replaced the cc cuv dry tip, list number 09d51-02, as well as replacing the pump, probe wash, bellows type (rohs), part number 7-204102-01, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.